Event description:
Caller reported the inform meter connector pins are burned and the surrounding plastic is melted. She claims to have seen smoking as well. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.